Event description:
Customer reportedly received result of 187 mg/dl on the active system and 90 mg/dl on a professional's meter within 10 minutes. No symptoms reported with these results. The discrepant's results were obtained at the physician's office. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent.